Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the freestyle libre reader and cable and adapter was reviewed and the dhrs showed the freestyle libre reader and cable and adapter passed all tests prior to release. If the product is returned, a physical investigation will be performed, and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A battery/no power issue was reported with the adc device. Customer was unable to obtain readings due to the device "was no longer charging." As a result, the customer experienced a loss of consciousness and was unable to self-treat. Customer had contact with an unspecified third-party and healthcare professional (ambulance and doctors) who provided unspecified treatment and obtained an unspecified blood glucose reading. There was no report of death or permanent impairment associated with this event.